Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The suture detachment could not be tested due to device components not being returned. Lot history record and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported suture detachment as the suture was intact; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d4: lot number, expiration date, h4: device mfg date.

Event description:
It was reported that a vessel closure of an unspecified access site was attempted with a proglide device related to an interventional procedure. Reportedly, it was noted that the suture threads were broken when the plunger was removed. An additional device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.